Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's father reported that the user fell on the side of the implant around the middle of (B)(6) 2020. The user developed a haematoma on the ear. Since then she can no longer hear with the device. The user's hearing performance with the device before the trauma was good.

Manufacturer narrative:
Additional information: based on the received information, damage to the active electrode due to the reported trauma appears likely. However, to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's father reported that the user fell on the side of the implant around the middle of (B)(6) 2020. The user developed a haematoma on the ear. Since then she can no longer hear with the device. The user's hearing performance with the device before the trauma was good.

Event description:
The user's father reported that the user fell on the side of the implant around the middle of (B)(6) 2020. The user developed a hematoma on the ear. Since then she can no longer hear with the device. The user's hearing performance with the device before the trauma was good.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears likely. However to determine an exact root cause a device investigation would be necessary. Re-implantation is considered but no date has been confirmed yet.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user's father reported that the user fell on the side of the implant around the middle of (B)(6) 2020. The user developed a haematoma on the ear. Since then she can no longer hear with the device. The user's hearing performance with the device before the trauma was good.